Manufacturer narrative:
The customer reported that the central nurse's station (cns) had communication loss with all transmitters and bedsides after a power outage. She worked with their on-site it department and discovered that the network was down. Once the network was restored, the central nurse's station (cns) came out of communication loss, which resolved their issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) had communication loss with all transmitters and bedsides after a power outage.